Event description:
User receiving discrepant results for calcium. Eight patient samples are known to be affected. Four examples provided. Sample 1, initial result 10.7 mg/dl, repeat result 9.2 mg/dl twice. Sample 1, repeated six times in 2008 giving 8.7 three times and 8.6 twice and 9.0 mg/dl. Initial result was reported. User stated as far as she has been able to determine, there were no actions taken by the medical staff or treatment given to the patient in response to the erroneous result. Sample 2, initial result 10.4 mg/dl, repeat result 9.9 mg/dl. Sample 2, repeated six times on the same day giving 9.5, 9.3 twice, 9.2 twice and 9.6 mg/dl. Sample 3, initial result 10.3 mg/dl, repeat result 10.1 mg/dl. Sample 3, repeated six times on same day giving 9.6 twice, 9.5 three times and 9.9 mg/dl. Sample 4, initial result 10.1 mg/dl, repeat result 10.2 mg/dl. Sample 4, repeated six times 08/21/08 giving 9.5 twice, 9.4 three times and 9.9 mg/dl. Erroneous results for samples 2, 3 and 4 were not reported. The field service representative could not verify the exact cause, but noted a gel-like substance on the tips of the sample probes, and found a crack in the acrylic fluid distributor of the pipette module. He replaced the probes and the fluid distributor and syringes. On follow-up visit, the field service representative was unable to duplicate the problem and checked the analyzer. Performance tests were performed.